Event description:
The ge oec 9800 fluoroscopy system had intermittent uncommanded collimator closing down. The vertical lift column was also not operating correctly. Issue with system heating up to fast was also reported.

Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced the defective ps3 power supply and fluoro function pcb. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information which respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.